Event description:
It was reported in "retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents" that following a biliary stenting treatment procedure cholecystitis occurred. An rx was permalume 10 x 80 stent was implanted to treat a malignant stricture in the distal common bile duct. Four days later, the pt presented with jaundice. An ultrasound-guided transhepatic puncture of the gallbladder with fluoroscopic guided placement of locking pigtail cholecystostomy tube was performed. The pt "seemed to recover" and the cholecystomy drain was removed on an unspecified date. Approx 2 months later, the pt presented with fever. The previously implanted rx was permalume 10 x 80 was removed and exchanged for another unspecified "sems". The pt was diagnosed with cholecystitis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.